Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to confirm the reported needle mechanism failure, bent cannula or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the patient¿s blood glucose reached 20 mmol/l (360 mg/dl) after wearing the pod between 36 and 48 hours. Upon inspection it was noticed that the cannula was not visible through the viewing window indicating that there was a needle mechanism failure and bent. The patient removed the pod and that it will not be returned as it was discarded.